Event description:
In 2005, the lay user/pt contacted lifescan and alleged that his one touch ultra meter was giving the error 4 message. The medical affairs specialist called and spoke with the patient the next day, who provided additional information. The pt had been getting error 4 message for "3 days in a row". He was not able to test his blood glucose during this time. He was taking his set amount of insulin, however, was not able to take "extra" insulin since he did not known what his blood glucose level was. Two days earlier, he was experiencing high blood glucose symptoms such as dry mouth, frequent urination, and extreme thirst. He attempted to test on the subject meter, but received an error 4 message. He went to his doctor's office, where the doctor's meter result was 400 mg/dl. He was sent to the hospital (exact result not provided, but known it was "high there too"). He was given a shot of insulin and kept there for 3 hours. At the time of troubleshooting, it was verified that this was not a new product and that enough sample was applied to the test strip. The patient was asked to retest with a new test strip and a sufficient sample size, but the error 4 issue persisted and test did not start. The reported meter did not operate at the time of conern and the patient was not able to test his blood glucose level. He was then treated for hyperglycemia at the hospital. This complaint is reported as an adverse event. A replacement meter, control solution, and test strips were sent to the lay user/patient.